Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00652. It was reported the patient's (australia) scs leads were explanted and replaced with another leads due to lead migration.